Event description:
It was reported that during use with the bd preset¿ eclipse¿, there was leakage. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: when a nurse collects arterial blood from the patient, the disposable arterial blood collection needle piston is not tight and leaks blood after the needle is removed, and the blood collection is unsuccessful, and the disposable arterial blood collection device is replaced to re-collect blood.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use with the bd preset¿ eclipse¿, there was leakage. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: when a nurse collects arterial blood from the patient, the disposable arterial blood collection needle piston is not tight and leaks blood after the needle is removed, and the blood collection is unsuccessful, and the disposable arterial blood collection device is replaced to re-collect blood.